Event description:
It was reported by the customer that the shock buttons on the hard paddles would not operate with the device. The shock button on the device cannot be used when hard paddles are connected. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was also observed that the device failed to recognize a connection to a therapy cable or hard paddles assembly. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly at the failure analysis center; however the reported failure was not duplicated and further cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control has received the device for evaluation and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.